Event description:
It was reported that during a lap rectum procedure, the device's max knob malfunctioned. (Loose contact). No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was returned in good physical condition. No loose contact or component was noted on the instrument. The device was tested with a gen04 and was functional. The hand activation assembly buttons worked as intended. There were no anomalies noted with the functionality of the device.